Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number as well as the model or catalog information was not provided; therefore the device history records could not be reviewed. Results: the information contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion (other): as this complaint was created from a lawsuit served on I-flow, no customer contact can be made at this time due to the pending or threatened litigation.

Event description:
Drug/diluent: bupivacaine. Fill volume: unk. Flow rate: unk. Procedure: left inguinal hernia. Cathplace: incision cavity. On or about (B)(6) 2011, the patient alleges he was diagnosed and suffering from acute aspartate aminotransferase (ast) and alanine aminotransferase (alt) elevation and hyperbilirubinemia, after having an on-q painbuster with bupivacaine placed into the incision site following surgery to repair the left inguinal hernia on (B)(6) 2011. On or about (B)(6) 2011, the patient alleges he was diagnosed with an impacted bowel from the medication side effects which were prescribed during treatment, which the patient alleges are a direct result of the bupivacaine from the on-q pump. On or about (B)(6) 2011 the patient alleges he developed (B)(6) from the bupivacaine administered by the on-q pump.